Manufacturer narrative:
The device evaluation confirmed the customer¿s reported issue, due to a cut on the angle wire, up angulation does not work. Additionally, the evaluation identified foreign object inside the air/water nozzle of the scope. Due to clogging of the nozzle, water removal function does not meet standard value. The inspection of the device also noted the following: the adhesive of the bending section cover is chipped, the light guide lens has a crack, and the distal end cover and connecting tube are scratched. A device history review showed no issues that could have caused or contributed to the reported issue. The customer reported it was not known that the scope had foreign material inside scope. The scope was cleaned, disinfected, and sterilized before the scope was returned to olympus. There was no delay at the start of precleaning, the air/water nozzle was flushed and brushed, there were no issues with the cleaning accessories and the endoscope was immersed in detergent solution. The foreign material could not be identified, and a root cause of the reported event could not be conclusively determined. The reported event can be detected and prevented in accordance with following: the operation manual, chapter 3 preparation and inspection describes the methods for detection. The reprocessing manual, chapter 5 reprocessing the endoscope describes the methods for prevention. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis lucera elite colonovideoscope has an angulation malfunction, up angle wire broken, no angulation when angulation control knob is turned. The device was returned for evaluation and during the evaluation, the following reportable malfunction was identified: foreign object found inside the air/water nozzle of the scope. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.